Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that when she first started pump she had problems with an infusion set and called help line but they never replaced it like they told her to. They stated one day she had changes sets and sugar kept going high to about a 500 to 600mg/dl range. She then changed sets and her blood glucose was at a normal range. She stated issue has been resolved and no further assistance needed. Customer declined all troubleshooting. The insulin pump will not be returned for analysis.